Event description:
The abbott freestyle libre 3 sensor applicator is a large, single-use mixed-material device (plastic and metal) that must be discarded as sharps waste even though only a small metal filament is the sharps component. Abbott previously provided sharps-container support for consumers but discontinued this program, leaving patients responsible for purchasing and disposing of sharps containers out-of-pocket. This design creates a significant and avoidable sharps-waste burden, environmental impact, and financial burden for patients, especially older adults and individuals with mobility limitations. Each patient discards 26¿52 applicators per year, none of which can be recycled. The size and mixed materials of the applicator increase medical-waste volume unnecessarily. I am requesting FDA awareness of the waste burden, design inefficiency, and consumer cost impact associated with this device.